Event description:
Tip of prefilled syringe needle was broken and medication was not coming out. [Needle issue] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns adverse events of needle issue and no adverse event in a patient (age, gender and race was not reported) from united states. The patient's age at the time of event experience was not reported. On 08-apr-2026, amneal pharmaceuticals received information from nurse via a telephone call concerning above mentioned events experienced by patient while on amneal's risperidone for extended-release injectable suspension. The patient was being treated with risperidone for extended-release injectable suspension, 50mg (ndc: 70121-2628-5, lot number: ap250592, expiry date: 30-nov-2027, serial number: (B)(4). On (B)(6) 2026, while about to withdraw the medication, the nurse observed that the tip of prefilled syringe needle was broken and medication was not coming out. Reporter stated that this was the first time they observed this type of issue and requested for the replacement. He stated that medication was not administered to consumer. Last action taken with risperidone in relation to needle issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of needle issue and no adverse event was unknown. The reporter did not provide the causality of needle issue and no adverse event with risperidone. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.